Event description:
It was reported by svc report that the foot right timing link is damaged, and the pt right rail does not latch. Customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: timing link, latching spindle arm spacer.